Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis confirmed premature battery depletion consistent with li cluster formation. Device evaluation found no sources of high current. In the absence of high current draw, the probable cause of premature battery depletion was a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
This report is to advise of an event observed during analysis.